Event description:
I had a tot monarc urethral sling placed on (B)(6) 2010 for stress urinary incontinence. One week after surgery I developed low-grade fevers that are still persisting one year later. I have had evaluations by multiple physicians in many different specialities, including several at (B)(6). I have had multiple lab studies, echocardiograms, x-rays, CT scans, endoscopy, colonoscopy and a pet scan. All tests have been normal and with no other disease process found and the fevers starting one week after the pelvic mesh was placed, I believe that the fevers must be related to this foreign substance in my body.